Event description:
While personnel at the account were rebooting server after uninstalling logmein, the server would not boot back up and gave an error. The technician was able to install a new raid controller and replace the motherboard on the server. Upon installing these components, the server booted up and the orthopad web site was loaded without issues.

Manufacturer narrative:
There was no patient involved, thus no patient data exists. The ibm server is a device which malfunctioned, however, the server is an accessory to the officepacs system. Therefore, there is no expiration date for this product. Evaluation summary - the actual device was evaluated in the field. The technician was able to install a new raid controller and replace the motherboard on the server. Upon installing these components, the server booted up and the orthopad wed site was loaded without issues. There is a potential for patient data loss when the server/raid controller crashes. However, in this instance, no patient data was lost. (B)(4)